Manufacturer narrative:
Note: the event occurred in (B)(6) by an unk injector.

Event description:
Merz aesthetics received a report from (B)(6) on (B)(4) 2012. (B)(6) provided a (B)(6) report with the date received by MFR of (B)(4) 2012. Info as reported by (B)(6): a (B)(6) female received her first treatment around (B)(6) of last year. She was drugged and treated at her jaw to create some kind of lift. Shortly after there were hard lumps at this place. These are on both sides and are about 4cm long and a short cm wide. These are very hard and just below the skin surface. On the left side there is an open wound that has not healed. There was a f/u and later more treatment (unspecified type) was performed including neck and chin - pt was drugged. Info was provided that it would get better with time. A nurse from (B)(6) was contacted. The nurse is experienced and was worried about these lumps. She thought surgery might be necessary and was worried there was necrotic tissue. The doctor had a brief look at her. The treatment of her chin and neck looks slightly swollen and bruised. F/u info from the pt on (B)(4) 2012: the pt provided the dates for her consultations: (B)(6), small treatments of different kind; (B)(6), she got the treatment that are now lumps; (B)(6), checkup; (B)(6), she believes she got treatment for the neck; (B)(6), sculptra below the eye; (B)(6) checkup; (B)(6), chin treatment and checkup; (B)(6), nurse - she has gotten treatment from her before and asked her to look at this; (B)(6), she met the nurse and me and also visited her gp that day; (B)(6), she tried to contact a new dermatologist. The doctor is a plastic surgeon. She thinks that the lumps have become a lot better with time. Both the doctor and the gp told her to let time heal the wound and see if the lumps go away with time. F/u info from physician on (B)(4) 2012: the pt was seen on (B)(6). She has a few haematomas on the lower jaw after previous treatment with radiesse. The haematomas can be perceived as lumps. F/u on (B)(6) 2012: treatment sites for radiesse are along lower jaw. The pt received no treatment for the reaction. The pt was suggested to use antibiotics which she refused.